Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The father reported via phone call that the customer had blood at site. The father stated the sensor site was severely bleeding. The father stated blood continued to run down the customer's leg after the sensor was removed. Customer's blood glucose was over 600 mg/dl. The customer's current blood glucose was 476 mg/dl. The customer treated their blood glucose with an injection. The father declined to return the sensor for analysis.